Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a documented blood glucose of 39 mg/dl and approximately three hours below range, after which the healthcare provider instructed the user to disconnect from the pump and the user transitioned to backup therapy; the user later reconnected to the ilet and reported high glucose. Investigation included complaint handling with user troubleshooting and education. Further investigation of this case revealed the cause of the hypoglycemia to be unclear. Symptoms included hypoglycemia without loss of consciousness or other acute clinical complications. Outcomes included the need for oral glucose treatment and temporary discontinuation of the ilet per healthcare provider direction. It was concluded that no device malfunction was identified and the event was user-managed with provider guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.